Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
It was reported that within a few minutes of initiating ECMO (extra corporeal membrane oxygenation), minimal blood leakage was observed at the gas outlet. The device was exchanged. (B)(4).